Event description:
It was reported that the cement plug was not set at proper position in the canal. The stem tip contacted with the plug, so the stem could not be inserted to proper depth.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device remains implanted. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding malposition due to user error involving a seidel cement plug was reported. The event was confirmed. Method & results: the device was not returned as it remains implanted. Implantation position of the exeter stem is too high by at least a centimeter or so and it appears the seidel plug was the cause to prevent deeper seating of the stem. The plug is circular in diameter but the femoral canal is not and has a more oval shape. In a dysplasia case as with this patient, the oval index of the cross-section is often increased and as such explains why at the one side, the plug was too thick for the smallest diameter of the oval while at the other side, the plug is still leaking bone cement past the plug through the parallel space outside the plug at the larger diameter area of the oval. The problem with less optimal fit of the plug is thus increased by the patient-related factor of present hip dysplasia but has otherwise also procedure-related aspects because the plug is also too big for the intended implantation area and the surgeon is responsible for optimal fit of the plug before cementation of the stem. Thus a mixed scenario of patient-related and procedure-related factors is present to contribute to the problem. The device was manufactured and accepted into vendor stock with no relevant discrepancies. There have been no other events for the lot referenced. Conclusions: the medical review indicated that the problem of the less optimal fit of the plug is caused by the patient-related factor of present hip dysplasia and is also due to procedure-related aspects as the plug is too big for the intended implantation area. The surgeon is responsible for optimal fit of the plug before cementation of the stem. Thus a mixed scenario of patient-related and procedure-related factors is present to contribute to the problem. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the cement plug was not set at proper position in the canal. The stem tip contacted with the plug, so the stem could not be inserted to proper depth.